Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was insulin all over the back of the pump. Reportedly, the user could not specify a location of the cartridge leak. The user's blood glucose (bg) level was over 600 mg/dl and was 400 mg/dl at the time of the report. The bg level was addressed with a manual injection. The user successfully loaded a new cartridge and resumed insulin delivery.